Event description:
A company's medical devices or manufacturing processes do not meet their design and manufacturing responsibilities. I am writing to report a severe quality and safety issue with a medical device manufactured by a company that I purchased on amazon. I firmly believe that the company has failed to fulfill its design, manufacturing, and quality control responsibilities as a medical device manufacturer, causing significant distress and harm to my family. Recently, I purchased an oxygen concentrator manufactured by this company on amazon to assist in the treatment of my wife's respiratory disease. However, after using the machine for only about two weeks, my wife's condition did not improve but worsened significantly. Ultimately, we had to take her to the hospital for emergency treatment to stabilize her condition. After careful observation and analysis, I believe that the oxygen concentrator has the following issues: unstable performance: the machine frequently malfunctions during use, resulting in unstable oxygen output that cannot meet the patient's treatment needs. Design defects: there may be defects in the design of the machine, causing certain key components to be easily damaged or fail, thereby affecting the overall performance. Manufacturing quality issues: from the appearance and internal structure of the machine, there are obvious issues such as rough manufacturing and unqualified materials, which may lead to malfunctions during use. I firmly believe that the company has seriously neglected its responsibilities in the design, manufacturing, and quality control of the oxygen concentrator, failing to fulfill its basic responsibilities as a medical device manufacturer. This irresponsible behavior not only violates FDA regulations but also seriously infringes on the rights and health of consumers.